Event description:
Additional information received, indicates the wound has healed.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Additional information received indicates the incision site is healing.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the midline incision, where the lead was inserted, was draining clear fluid. The patient was placed on antibiotics as a precaution and given a wound vac to close the opening in the incision.